Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s touchscreen was cracked after the patient dropped the device, and the unit remained functional though no longer watertight; a replacement device was arranged, and education on shutdown, data sync, and return was provided. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included device replacement logistics and continued therapy without reported medical intervention or hospitalization. Investigation included the collection of event details and user-reported device function with confirmation that a replacement would be issued. Investigation of this case revealed physical damage to the touchscreen component consistent with accidental impact, with no indication of device malfunction. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.